Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016550, 510k # k091974 was cleared in the united states. (B)(4) (revision surgery). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l2/3/4 levels, for the treatment of l3 vertebral fracture, with the help of the medical device (screw). Post-op, on an unknown date, the implanted right l4 pedicle screw broke. The doctor found the screw fracture in postoperative diagnostic imaging on (B)(6) 2016. Removal surgery was performed and the fractured screw was partially removed; rest of the fractured screw remained inside the patient. Reportedly, no more surgery was planned. The doctor told that he did not take it seriously as the fractured part was remained in the bone.

Manufacturer narrative:
X-ray analysis: "l2-4 posterior spinal fusion performed for fracture. Initial structure shows screws in good position with rods revised to lordosis. During planned removal surgery one of the l4 screws found broken. Unable to assess fusion, a bone healing status. Root cause: surgical technique."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.